Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling ¿burning and pain¿ where the ins was located the caller stated that yesterday they called the healthcare provider (hcp) and the hcp told them to call the manufacturer representative (rep) since implant sight was not red or seeping. The caller stated that they charged the ins yesterday and everything seemed to be working fine. They stated that the patient was usually on program a during the day and on program b at night. It was suggested that the patient turn stimulation down or off to see if the stimulation was causing the burning/pain. The caller initially stated that this began two to three weeks ago, but then stated ¿maybe a month¿ ago. No further complications were reported/anticipated.